Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Rep states "attachment on broach handle is loose".

Event description:
Rep states "attachment on broach handle is loose".

Manufacturer narrative:
Please note the corrections to d4 lot #, d4 gtin and h6 health impact codes. The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following the received device shows normal signs of usage as evident by presence of little wear marks scratches and water marks. Moreover functional test with sample proximal body was done with the returned handle and it was found that the inserter handle held onto the mating device as intended even with vigorous shaking. Hence reported event is not confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause could not be determined as returned device is functional and reported issue is not confirmed. If any further information is provided the complaint report will be updated.